Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin was squirting out of the tubing. Customer was disconnected during prime. It was stated, the drive support cap is loose. It was mentioned that the infusion set was not inserted correctly, the customer did rewind and delivered a bolus. Blood glucose value was 21 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The insulin pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked case near the display window corners, cracked on the display window and missing reservoir tube lip o ring.